Event description:
It was reported that after the pulse generator rate was set to 40 ppm and the ventricular lead connected, there was no ventricular output. The lead was checked and reconnected, but the situation was the same. The pulse generator was removed and replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.